Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
A report received from the USA stating that the device is experiencing a damaged components issue and is being returned for service. The device was not being used during surgery. It is unknown if pt or user injury was reported. No additional information was provided.